Event description:
The customer reported that the sys exhibited an error, failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The fse evaluated and replaced the filament driver pcb, generator driver pcb, high voltage supply regulator pcb, and generator interface pcb. A generator calibration was also performed during the svc event. The sys was tested and found to be working as intended and returned to svc.